Manufacturer narrative:
Retainer ring = clear . Customer complained about crack at the battery compartment and water at the lcd screen. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Blank display due to moisture damage on the pcba 1 / pcba 2 and harness assembly vibrator. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had had cracked at the back of battery compartment and water behind the screen. Customer also experienced the high blood glucose of 23 mmol/l. The insulin analysis pump was returned for further.